Manufacturer narrative:
No pods will be returned for evaluation. We are unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and rec'd medical attention in order to treat the condition. Without the pods returned for evaluation, we are unable to investigate the adhesive pad for any abnormality that may have contributed to the customer's adverse skin condition. No conclusion can be drawn.

Event description:
The customer reported that she has begun getting "severe skin reactions to the pods." She has tried "all of the suggested skin barriers, pod removers" and even some ideas of her own - she feels that there is "clearly a problem with the pods." As a result of her skin condition, she visited with a dermatologist as well as an endocrinologist. (It is unk what form of treatment was recommended by these health care providers.) She is looking for a solution so that she may continue using the omnipod system. No product will be returned for evaluation.